Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and that the customer mentioned during troubleshooting that they experienced high blood glucose level of 461mg/dl. The customer treated with manual injection. Troubleshooting for no delivery alarm was performed and the customer was advised to disconnect from the quick release and perform a fixed prime. The customer stated that insulin exited. The site portion was check and the infusion set cannula was found to be bent. Troubleshooting for bent cannula was performed and the customer stated that he insert infusion set while laying down and that they had sufficient tissue but was inserting manually. The customer stated that the bent cannula occurred during the second day. The customer was reviewed recommended site and insertion techniques. The products will not be returned for analysis.